Event description:
Healthcare professional reported patient was injected at the bone contact at the level of the cheekbones ck1, ck2 and ck3 as well as at the level of the chin c1 and c2 with 2 syringes of juvéderm® voluma¿ with lidocaine. Two weeks later, patient was injected on the nasolabial folds and marionette lines with juvéderm® volift¿ with lidocaine. Approximately 2.5 months later, patient experienced inflammatory reaction type granuloma on the right nasolabial fold and left cheekbone. Biopsy was not provided. Patient was treated with 500ui hyaluronidase on nasolabial fold (right side). The following month, patient was prescribed solupred 40mg for 3 days, 20mg for the 4 following days. The next month, patient had blood exam and results noted normal but sampling showed inflammatory reaction without germs. Patient was prescribed solupred 5mg (1 per day) with the lesions seem to improve. Symptoms ongoing/unresolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00609 (allergan complaint #pr (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.